Event description:
Caire was notified of an alleged incident on (B)(6) 2011. The alleged incident involved a caire universal 36 stationary liquid oxygen base unit. The alleged incident took place on (B)(6) 2010. The hospital reported an injury to a pt. According to the information given; a tank spilled liquid oxygen on the pt's feet. The hospital quarantined the unit and tested the unit for leaks. The hospital noted no leaks, and reported that the unit was in good working condition. Caire has made contact with the hospital and is arranging to have the unit returned for inspection and full evaluation.